Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray tube was evaluate and replaced. A full generator and filament calibration was also performed. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system locked up during use. No patient serious injury or death was reported related to this event.